Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in damaged condition with damaged front and rear housing. Event history log review was performed and found no evidence of reported problem. According to the investigation, visual inspection found that both the front and rear housing were damaged. Investigator's replaced the pump damaged front and rear housing. No issues were found with the downstream sensor. However, the pump downstream sensor will be replaced as a preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump had defective downstream occlusion sensor and physical damage to case. No adverse effects were reported.